Event description:
It was reported that the patient's heart rate was low due to rv lead oversensing. The device was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.